Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that there was fluid in the reservoir compartment. The customer's blood glucose was 350 mg/dl. The customer stated that the leak was occurring from past both o rings. The product was not returned for analysis.